Manufacturer narrative:
Concomitant medical products: 4568-45 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, loss of capture and high impedance. The lead was suspected to have fractured. The lead was reprogrammed off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.